Manufacturer narrative:
Eval in progress, but not concluded.

Event description:
During cardiopulmonary bypass, the arterial and cardioplegia delivery pumps stopped unexpectedly. The pumps were powered off and back on and normal function was restored. There was no adverse consequence to the pt as a result of this event.